Manufacturer narrative:
This event has been reassessed. The event is no longer considered as malfunction and is now classified as a serious injury. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a normal use, the device's cuff had inflation/deflation issue. The balloon leaked. The decannulation/reintubation required.

Manufacturer narrative:
This product is not sold in us and is 510(k) exempt. This report is associated to a similar product sold in the us with 510(k) number k892432. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a normal use, the device's cuff had inflation/deflation issue. The balloon leaked. There was no patient injury.